Manufacturer narrative:
One device sample was returned for evaluation. Examination confirmed that the device had a broken cutting wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The sales representative reported on behalf of the customer that the sphincterotome was in use with an electrosurgical unit in endocut mode. The customer reported the sphincterotome knife wire broke. The customer could not confirm whether it fell off. The sphincterotome was changed to another device and the therapeutic endoscopic sphincterotomy was completed with a similar device. The customer reported the sphincterotome was inspected prior to use and no issues were noted. No adverse effects to patient reported. No additional procedure information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is possible that high frequency current was applied between the cutting wire and the tissue at the point of the contact. As a result, the current density at the contact area increased, and the cutting wire became instantly hot and melt. It is also possible high frequency current was applied when the cutting wire and the tissue were being close to each other. As a result, an electrical discharge occurred between the cutting wire and the tissue, and the cutting wire became instantly hot and melt. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result.¿ olympus will continue to monitor field performance for this device.